Manufacturer narrative:
The rapid infuser, ri-2 involved in the incident was returned to belmont for investigation. Upon receipt, the bobbin coil assembly at the upper right area of the heat exchange was damaged due to excessive heat as reported. The manufacturing records for this ri-2 serial number were reviewed and no anomalies were identified. The disposable set was also returned for evaluation and the top right of the heat exchanger was melted as reported, due to overheating caused by clotting within the heat exchanger. There was no evidence of manufacturing defects. Clotting like this typically occurs due to mixing lactated ringer's or other solutions containing calcium with citrated blood products. Only anti-coagulated blood products may be used, and it is not intended to be used for drug administration. Review of the library/retain sample for this part number/lot number was inspected and did not display any manufacturing defects. The manufacturing batch record was reviewed with no anomalies identified. There are no similar complaints regarding this failure mode for this lot number on file. Belmont is unable to determine the root cause of this failure. It was reported to the belmont sales representative that the users switched to an alternate unit and there was no injury to the patient. Belmont will continue to monitor and trend similar reports of this nature.

Manufacturer narrative:
The rapid infuser, ri-2 involved in the incident was received for evaluation on june 1, 2021; a thorough investigation is in process. The user facility reported that after infusing almost 6000ml of blood, smoke was coming out of the ri-2 and it was noted that the upper right area of disposable set heat exchanger was deformed. Photographs provided by the user facility indicate that the heat exchanger was damaged as reported, potentially due to clotting within the heat exchanger; the photograph provided of the power entry did not indicate any burn marks or damage to the ri-2 device itself. The disposable set involved in the incident was not returned to belmont for investigation. A review of past complaints indicates that there have been no other complaints related to the reported lot number. A thorough investigation of the associated lot number will be performed. Without results of the investigation, a root cause cannot yet be established. A review of the manufacturing records for this ri-2 serial number indicate that the unit has not been returned to belmont for service or preventive maintenance since it was shipped to the customer in 2017. No patient injury was reported to belmont medical technologies; another rapid infuser was used to proceed with the case. A follow-up report will be submitted upon completion of the investigation.

Event description:
On (B)(6) 2021, belmont's sales representatives received the following report involving a belmont rapid infuser, ri-2: "yesterday our nurses had to do a mtp and was utilizing the belmont. After infusing almost 6000ml of blood they notice smoke coming out of the belmont and can smell something burning. They shut down the belmont and unplug the power. They notice the heat exchange o ring has melted at the upper right top area."